Manufacturer narrative:
(B)(4). The support engineer (se) troubleshoot the issue with the customer over the phone and recommended the replacement of the keyboard. A third party is to complete the repair.

Event description:
The customer reported, during patient use, an 840 ventilator's screen locked and reset itself. The patient was removed from the ventilator. No information is available regarding the patient outcome.